Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was 230 mg/dl. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer states drive support cap appears to be normal. Customer advised the pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.